Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was eating and realized that something was wrong. The doctor removed the abutment and realized that a screw fractured in an implant located in site #9. Removal tools were ordered.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4110, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. One certain® gold-tite® hexed screw, iunihg was not returned for investigation. One unknown lb implant remains implanted. Therefore, visual inspection could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted and no per form was provided. Bone density type is unknown. The reported device was located on tooth site #9 (universal). Per the applicable IFU, breakage may occur when device is loaded beyond functional capability. DHR review was not completed for the iunihg since the lot number was unknown. A complaint history review by item number (iunihg) dating 12 months from date of notification was performed and revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (iunihg/unknown lb implant). Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No additional event information received at the time of this report.